Event description:
The following has been reported: staff reported to biomed, "pump had been turned off after earlier infusion, out of nowhere it started flashing red and alarming non-stop. Unable to turn pump on or silence alarm, no patient harm". Biomed is disconnecting batteries in order to silence pump so can't download logs. Update: biomed able to turn pump on, logs now downloaded. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Evaluation of the logs showed evidence that the som failed, but the safety process continued to run. This is indicative of a som lockup. The som lockup was reproduced. No other failures were observed. Som freeze is caused by a defective component. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.